Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported the patient had the device in (B)(6) 2020 and it was fine for a while but then the last month or so they has had increased shocking and jolting sensation. No accidents or fall reported however, patient has had a couple surgeries that were unrelated to the device or therapy. The doctor is convinced nothing is wrong with it and has not looked at it since (B)(6) 2020. No further complications were reported/anticipated at this time.